Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: dislodged stent deployed at unintended site. Onset of adverse event: during the procedure. It was reported that the lesion was located in the mid right coronary artery (rca) which was mildly tortuous and moderately calcified. The xience v stent delivery system got caught in the proximal rca and the stent implant dislodged. The dislodged stent implant was dilated with the sds balloon catheter and was deployed in the proximal rca, which is an unintended site. There were no pt effects. No additional event or pt information was available.

Manufacturer narrative:
(B) (4). Evaluation summary: potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for user, or interaction of the stent with the lesion, anatomy and/ or accessory devices. In this case, the product was not returned for analysis; however, the anatomy was mildly tortuous and moderately calcified. Additionally, the physician commented that the dislodgement occurred due to the calcification which subsequently resulted in having to implant the stent in an unintended location. A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot that could have contributed to this complaint, and there have been no other incidents reported for dislodgement and foreign body in pt appears to be related to procedural circumstances, and there is no indication of a quality deficiency. All stent delivery systems (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force.